Manufacturer narrative:
The ge healthcare technician was not able to duplicate the reported issue. However, the vent engine was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the peep value was high. The pressure set was 40cmh2o and delivered pressure is 110cmh2o. There was no reported patient involvement.